Event description:
It was reported that the customer continued to have issues with a leaking reservoir from the current box. Customer stated that they had high blood glucose and when they remove the reservoir, it is wet near the o-rings. Customer was advised that the box would be replaced and to return the reservoir for analysis. A replacement will be sent to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.